Event description:
"E" was initially received via regulatory authority ((B)(6)) on 06-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pains on pelvis / pain spread to ¿inside¿, to the abdominal zone, even to lumbar zone and from groin to right knee") in a female patient who had essure (batch no. 806698) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included infection and genital bleeding. Issues with unspecified contraceptive methods. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced abdominal pain ("abdominal pains / constant pain which impedes night rest"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2017, the patient experienced diarrhoea ("diarrhea"), constipation ("constipation") and menstrual disorder ("menstrual disorders"). In 2018, the patient experienced irritable bowel syndrome ("possibility of irritable bowel syndrome"). On an unknown date, the patient experienced vulvovaginitis ("vulvovaginitis"), bursitis ("possible bursitis"), gastrointestinal inflammation ("possible inner intestine inflammation which was causing some impingement"), abdominal discomfort ("continuous sensation of having something heavy which passes through her right abdomen and hip"), gluten sensitivity ("possibility of an allergic reaction to gluten"), vulvovaginal pruritus ("vaginal itching"), gastrointestinal disorder ("intestinal problems") and anxiety ("anxiety"). The patient will be treated with surgery (planned preoperative of essure removal by laparoscopy). At the time of the report, the pelvic pain, vulvovaginitis, bursitis, gastrointestinal inflammation, diarrhoea, constipation, menstrual disorder, irritable bowel syndrome and gluten sensitivity outcome was unknown, the abdominal pain had resolved and the abdominal discomfort, vulvovaginal pruritus, gastrointestinal disorder and anxiety had not resolved. The reporter considered abdominal discomfort, abdominal pain, anxiety, bursitis, constipation, diarrhoea, gastrointestinal disorder, gastrointestinal inflammation, gluten sensitivity, irritable bowel syndrome, menstrual disorder, pelvic pain, vulvovaginal pruritus and vulvovaginitis to be related to essure. The reporter commented: patient commented that essure was inserted on (B)(6) 2011 according to usual technique and without incidences. On 2018 the patient was remitted to digestive service where symptoms were not related with problems of this kind, they point to the possibility of an allergic reaction to gluten for which analytical test was requested, however pain was not considered associated to intestinal problems. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - in 2016: did not show pathologies of any kind ultrasound uterus - in 2018: devices were correctly placed 2016: analytical test was performed in order to discard vaginal infections and cytology as she usually experienced vulvovaginitis. On 2018: multiple analytical and gastrointestinal tests were performed without finding any remarkable pathology in results. Vaginal echography through which it was discarded that problem were cause of gynecologic reasons. It was informed that devices were correctly placed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 11-jul-2018 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 11.709 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-jul-2018. The most recent information was received on 14-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pains on pelvis / pain spread to ¿inside¿, to the abdominal zone, even to lumbar zone and from groin to right knee") in a female patient who had essure (batch no. 806698) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included infection and genital bleeding. Issues with unspecified contraceptive methods. On (B)(6) 2011 the patient had essure inserted. In 2015, the patient experienced abdominal pain ("abdominal pains / constant pain which impedes night rest"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2017, the patient experienced diarrhoea ("diarrhea"), constipation ("constipation") and menstrual disorder ("menstrual disorders"). In 2018, the patient experienced irritable bowel syndrome ("possibility of irritable bowel syndrome"). On an unknown date, the patient experienced vulvovaginitis ("vulvovaginitis"), bursitis ("possible bursitis"), gastrointestinal inflammation ("possible inner intestine inflammation which was causing some impingement"), abdominal discomfort ("continuous sensation of having something heavy which passes through her right abdomen and hip"), gluten sensitivity ("possibility of an allergic reaction to gluten"), vulvovaginal pruritus ("vaginal itching"), gastrointestinal disorder ("intestinal problems") and anxiety ("anxiety"). The patient was treated with surgery (planned preoperative of essure removal by laparoscopy). At the time of the report, the pelvic pain, vulvovaginitis, bursitis, gastrointestinal inflammation, diarrhoea, constipation, menstrual disorder, irritable bowel syndrome and gluten sensitivity outcome was unknown, the abdominal pain had resolved and the abdominal discomfort, vulvovaginal pruritus, gastrointestinal disorder and anxiety had not resolved. The reporter considered abdominal discomfort, abdominal pain, anxiety, bursitis, constipation, diarrhoea, gastrointestinal disorder, gastrointestinal inflammation, gluten sensitivity, irritable bowel syndrome, menstrual disorder, pelvic pain, vulvovaginal pruritus and vulvovaginitis to be related to essure. The reporter commented: patient commented that essure was inserted on (B)(6) 2011 according to usual technique and without incidences. On 2018 the patient was remitted to digestive service where symptoms were not related with problems of this kind, they point to the possibility of an allergic reaction to gluten for which analytical test was requested, however pain was not considered associated to intestinal problems. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - in 2016: did not show pathologies of any kind. Ultrasound uterus - in 2018: devices were correctly placed . 2016: analytical test was performed in order to discard vaginal infections and cytology as she usually experienced vulvovaginitis. On 2018: multiple analytical and gastrointestinal tests were performed without finding any remarkable pathology in results. Vaginal echography through which it was discarded that problem were cause of gynecologic reasons. It was informed that devices were correctly placed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.